Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing records couldn't be reviewed as the batch number is unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One suture piece was returned for analysis. Unknow product code. During the visual inspection of the returned sample, the suture began with the degradation process; the time of exposure of the suture to the environment could not be determined. The foil was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. During the visual inspection of the returned sample, the suture began with the degradation process; the time of exposure of the suture to the environment could not be determined. The foil was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident.